Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10 additional information: poc - (B)(6)& (B)(6)&(B)(6)& +(B)(6) it was reported that during pm cardiosave intra-aortic balloon pump (iabp) "did not pass scheduled preventive maintenance". It was not on a patient when it failed. Getinge representative changed 2 circuit boards that were damaged from back up of blood. Getinge issued a recall on this device due to fluid leaks. This pump has been sitting idle since the issue in november waiting on preventive maintenance parts from getinge. Customer had to rent a machine for a month. Fse replaced mca000000108 cardiosave rtc nvram ic replacement kit, o-ring 3.18mm x 12.7 mm viton (d354-00-0217) and primary 9v battery alkaline (d146-00-0146). Unit passed complete pm with full calibration, functional, and electrical safety tests to factory specifications. Unit is cleared for clinical use and returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit did not pass scheduled maintenance due to blood back up. There was no patient involvement.